Event description:
It was reported that noise was on the atrial and ventricular channels of the device. The noise was oversensed and classified as vf by the device, resulting in the patient receiving inappropriate hv therapy. Review of the egm suggest a possible abrasion between the atrial and ventricular leads. Rv lead was repaired and remains implanted.

Manufacturer narrative:
Na